Manufacturer narrative:
(B)(4). Batch t5a48m. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open pneumonectomy, the target tissue at the distal part of the cut line was torn, and it was not stapled when the device was used on the lung. The un-deployed staples were stuck on the anvil jaw and cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.